Manufacturer narrative:
(B)(4). The device was not returned to nuvasive for further investigation. The available info suggests that bone fusion was delayed or non-existent. The subsidence may have caused the implant to separate from the vertebral body. Should relevant info become available a follow-up report will be filed. Review of labeling notes the following: "potential risks identified with the use of this system, which may require add'l surgery, include: bending, fracture or loosening of implant component(s). Nonunion or delayed union."

Event description:
Initial surgery was reported to have occurred on (B)(6) 2009 at the c3-c4 disc space with a coroent interbody implant. At an unk time following the procedure, subsidence of the interbody implant occurred into the c4 vertebral body. As a result of the subsidence and apparent non-union, the helix plate and screws shifted and separated from bone tissue. Revision surgery occurred on (B)(6) 2011 and included a 3-level corpectomy. The explanted construct is not available for investigation at this time.